Event description:
Additional information was received indicating that when the noise was present, no monitoring was possible. When there was no noise, the nim worked normally. The problem was clearly linked to the handling of electricity in the field and not to the positioning of the electrodes.

Manufacturer narrative:
H6: previously applied fdc d16 code is no longer applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6)/228508773, UDI#: (B)(4). H6: previously applied fdc d16 code is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4), h3: device manufacturing date- 19.03.2024 h6: fdm b17, fdr c20, fdc d16 and img g02005 codes are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a parotidectomy, a warning message "out of measurement range - calibrating" appeared with a very loud warning noise, despite the volume setting being at 5%. The message reappeared repeatedly and could not be muted, which caused the surgeons to stop the surgery. The surgeon was concerned that the nim system might be malfunctioning, as all actions in the field appeared normal. When using monopolar cautery, the nim system muted the four channels independently. In some instances, this meant that all four channels were muted, while in other instances, not all channels were muted, resulting in disturbing artifact noises. The surgeon inquired why the mute function did not work properly, as he kept hearing loud artifact noises despite the nim system being muted. An intervention was required, and the procedure was completed with the reported product. There was no patient injury.